Event description:
Primary left total knee arthroplasty performed in 1978 with revision in 1984, and add'l complex revision with extensive grafting of the proximal tibia or massive osteolysis and fracture of tibial tubercle performed december 2000. Subsequently, pt experienced discomfort and moderate swelling and revision was performed again in 2002. Intraoperatively femoral component was found to be loose and all components were replaced.